Event description:
It was reported that during an acl procedure, the passing pin broke inside the patient. All pieces were removed from the patient with a grasper. The procedure was successfully completed without delay using a back-up device in the same bone hole. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10 h3, h6: the reported 2.4 mm passing pin, intended for use in treatment, will not be returned for evaluation. Without the reported product a visual or functional evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, passing pin broke during use. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: excessive force placed on the passing pin during use. Drilling over a bent passing pin. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed for the reported lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution. Further investigation is not warranted at this time.